Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device had a display flickering issue. There was no patient involvement.

Manufacturer narrative:
The philips remote service personnel ordered a replacement display to fix the issue. The investigation concludes that no further action is required at this time. H3 other text: remote service personnel ordered a replacement part.